Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after it was exposed to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit after the battery and unable to clear the alarm due to keypad anomaly. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump monitored for several days. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.